Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance on contact 8 is high-8k ohms. Contact 8 is not used for therapy. Additional information was received from the manufacturer representative (rep) stating that the cause of the high impedances was unknown. The extension wire and implantable neurostimulator (ins) were both replaced on (B)(6) 2020 and impedances were all ok after that procedure.